Event description:
It was reported by the submission of a revision implant sheet that the patient's right knee was revised. A size 5 cs insert and size 5 cr femoral component were implanted.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: unknown insert; cat # unk_jr; lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.